Event description:
The bd trifuse extension set was found leaking out onto the bed. Connections were checked and tightened, but fluid leaking out of the trifuse persisted. Trifuse and blue cap were changed. No further issue with line. No patient harm.